Event description:
It was reported that a large volume infusor overinfused. The expected therapy time was 44 hours; however, the infusion was completed in 22 hours. This was observed during patient infusion. The device was filled with 88.3ml fluorouracil and 134.7ml glucose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured july 21, 2021 to july 22, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.